Event description:
It is reported that the patient was revised due to pain and swelling. Corrosion, necrosis and thickening of the joint cells was found during the revision surgery.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: neither the device nor photos of the devices have been returned for review, therefore their exact conditions are unknown. Neither operative notes nor x-rays have been returned for review. Attempts have been made to obtain additional information however, no information has been received to date. The products reported were confirmed compatible. The devices had an in-vivo time of nearly 3 years. With the information provided, a root cause cannot be definitively stated at this time. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.